Event description:
It was reported that there was loss of light.

Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service report indicates: after thorough examination and testing by stryker canada¿s repair technicians, we were unable to duplicate any failures of the product returned to us for repair. Your device was evaluated according to our current approved quality inspection procedures and passed all safety and efficacy parameters. We were focused on testing the jaw grip and the functionality of the light source when the light cable was moved due to the nature of the complaint, but could not replicate the issue that was experienced. We had used both a safelight cable and a non-safelight cable to ensure we captured all failure possibilities. Before we return your stryker product, please take up to 48 hours to get back to us with further information that may assist us in duplicating any failures that may have been found at your facility. If we do not hear back from you within that time frame, we will return your product in the condition it was found to be in when received at stryker canada. In the event that you are still experiencing difficulty with your stryker product, we recommend testing other parts of your system. Probable root cause: light engine malfunction, main board, front board, or receptacle board malfunction, damaged or missing esst spring, incorrect communication with 1688, poor conductive film on the contact ring, preventing good connection to the light cable power supply malfunction, software malfunction - main board, front board, or receptacle board hf/rf interference, cybersecurity attack - see rsk12346 appendix b security risk table. The reported failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of light.